Event description:
A facility reported a microsensor (ID 826631) was used to perform an emergency surgery for intracranial pressure (icp) monitoring on (B)(6) 2026, and initial reading were normal. On (B)(6) 2026, the device persistently alarmed with elevated values, followed by the icp monitor displaying "microsensor not detected." The engineers were contacted and troubleshooting steps (including replacing the cable and testing with a borrowed icp monitor from another hospital) were performed, but the microsensor remained undetectable. The microsensor was removed and was not replaced.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.